Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the patient had a coronary artery bypass grafting procedure, at that time the right atrial (ra) lead exhibited high thresholds. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.